Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the customer landed on the insulin pump and screen was blinking white and black. It was also mentioned that the display was flashing. Blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly. Unit received with minor scratches on case and pillowing keypad overlay.